Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient experienced high blood glucose (bg) event on (B)(6) 2026. The blood glucose was high and treated it with correction via insulin pump. The blood glucose (bg) was high for 1-2 hours. No further information available.